Event description:
Revised patient's left hip due to recurring dislocations (2 or 3x - all resolved via closed reduction) prior to revision. Revised a 40mm head and liner, surgeon noted some wear at the head and poly junction and noted wear on poly - revised to constrained liner and head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. In this case, additional information including operative reports, progress notes and x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
Revised patient's left hip due to recurring dislocations (2 or 3x - all resolved via closed reduction) prior to revision. Revised a 40mm head and liner, surgeon noted some wear at the head and poly junction and noted wear on poly - revised to constrained liner and head.